Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings:.. Moisture observed in battery compartment see picture. Cracked battery compartment below grip pad to case seal. Leak test failed due to battery compartment leak. Pump does not power on; totally unresponsive. Opened pump, no further moisture damage observed.